Event description:
The c-arm was sending out radiation but not sending the image to the monitor. Biomed evaluated the device. The light on top of the machine demonstrated that it was emitting radiation. The staff called biomed to inspect the equipment. The physician did not perform any x-rays.this is the first event of this type with this equipment at our facility.